Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since end of march has experienced return of constant leakage, has to go every 20 minutes, constantly pees all of the time and can't get it regulated. Patient said that doesn't have a bladder infection and has checked that out and has gone down to 1. 5 or 1. 4 and still doesn't get any relief. Patient also said that turned the whole thing off for a few days as that didn't help. Patient also said that wakes up during the night and can't get to the bathroom and it doesn't seem to stop. Patient said is extremely frustrated and miserable due to current bladder situation. Patient said that when they received the very first implant it worked great but then the battery died. Asked, and patient confirmed that this was due to normal battery depletion. When asked, patient said no changes to their diet however said that last month started a new diabetes medication, mounjaro. Patient said changes medication every 3 months. Patient said that they checked for side effects and didn't see anything related to bladder. Reviewed therapy information and general programming guidance. Patient currently on program 1 at 1.9. With instruction patient connected to implant however when patient mentioned that at current setting every once in a while feels a shock in the labia suggested patient consider switching programs. With instruction patient switched to program 2 and current setting is lower than previous program. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Patient said that they did contact managing physician's office, however, the earliest that office would schedule is in june. The patient mentioned medical history. This included that patient has diabetes. Patient has an appointment with their diabetes managing healthcare provider on the (B)(6) of the month to get blood work.

Event description:
Additional information was received. The patient called back and stated they did meet with the rep, however the program they are now on is affecting their toes and they feel they need to put it down a little bit. Assistance was offered to patient over the phone but the patient declined and said they'd prefer to continue working with their rep. An email message was sent to rep of the situation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.